Event description:
The customer reported the machine is shutting off automatically. The unit was in clinical at the time the reported issue was discovered; however, there was no harm to the patient or the user.